Event description:
The customer reported to olympus that the colonovideoscope had a leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, a whitish foreign material was found in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of switch1 and the scope cover packing, water tightness was lost; the plug unit had corrosion due to water leakage; the air/water cylinder and suction cylinder had no color; switch1 was cut; the label on the suction connector was damaged; due to dirt on the objective lens, the image had a stain; the objective lens had a scratch; the light guide lens had a crack; the connecting tube and universal cord were wrinkled. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to incomplete reprocessing due to the occurrence of leakage at sw1 and the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.